Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis event was not reported. On an unspecified date, the patient was treated with an unspecific drug infusion for the peritonitis. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available.